Manufacturer narrative:
UDI related data quality updates only. Corrected information provided in d.4.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. According to the product experience report, the sample was not available to be returned for evaluation and to confirm the complaint. A video was provided as part of the investigation process. The complaint description provided by the customer was forwarded to the vp of global medical affairs and per his evaluation: "no, endothelial growth is indicative for all devices placed in vascular intima with opposition to the cava wall. Most filters can still be retrieved successfully, but it all depends on the operator's comfort with different retrieval techniques, the instrumentation available to the operator, and, of course, the patient's disposition in be able to tolerate the procedure. They were able to get the hook according to the procedural description but felt uncomfortable dissecting the device from the intimal wall and terminated the retrieval attempt. That is not a direct correlation to the filter, as intimal growth happens with all devices left in the blood vessel due to the natural inflammatory response. So it is not a device failure." Based on the root cause, no corrective action is required at this time because a manufacturing defect cannot be confirmed.

Event description:
On (B)(6) 2023, in the dsa room, patient underwent "inferior vena cava filter implantation surgery+inferior vena cava angiography". Prior to the surgery, some patients were informed in detail that the filter was difficult to remove due to sticking to the wall, and the surgery was successful. On (B)(6) 2023, the patient's vascular surgery outpatient department underwent a re examination of color doppler ultrasound and lung CT, and found that lower limb venous thrombosis and pulmonary embolism had improved. It was requested to be admitted for left lower limb varicose vein surgery and removal of the inferior vena cava filter. Admission was arranged for surgery. On (B)(6) 2023, a "left lower limb varicose vein surgery" was performed. On (B)(6) 2023, an "inferior vena cava filter removal surgery" was performed. During the surgery, it was found that the filter adhered to the wall. Our surgical staff repeatedly tried to adjust the position, but it was still difficult to remove the filter. During the surgery, adhesion between the filter and the vascular intima was considered. Considering the longer surgical time, repeated intravascular procedures may result in vascular damage or even significant bleeding risks. Communicate fully with the patient during the surgery and agree to discontinue the surgery without removing the filter temporarily. On (B)(6) 2023, communicate with the patient again regarding the condition. The patient's inferior vena cava filter is attached to the wall and difficult to remove. Therefore, it is recommended to carry the filter for life and undergo lifelong preventive anticoagulation treatment. After collective discussion, the patient's family requested another attempt to remove the inferior vena cava filter. After discussion in our department, we invited a vascular surgery expert from (B)(6) for consultation, and ruled out any contraindications and arranged for another "inferior vena cava filter removal surgery" on (B)(6) 2023. During the surgery, the imaging revealed that the filter was attached to the wall. The surgical experts repeatedly tried to adjust the position of the filter and used various techniques to capture the filter and retrieve the hook. After successful capture, they attempted to remove the filter, but the patient complained of significant back pain and considered that the filter was difficult to separate from the vascular intima due to adhesion. During the surgery, it is considered that if the inferior vena cava operation continues, it may cause damage to the intima of the blood vessels, leading to a risk of bleeding. During the surgery, communicate with the patient again to explain the risks and pros and cons. Repeated operations in the inferior vena cava can easily cause damage to the intima of the blood vessels and even rupture. Therefore, it is recommended to carry a filter for life and undergo long-term preventive anticoagulation treatment. After consultation between the patient's family and the patient, it was decided to terminate the surgery and not remove the filter temporarily. We have informed the patient's family in detail about the subsequent treatment plan selection as follows: 1. The patient underwent an inferior vena cava filter implantation surgery in our department more than a month ago, which allows them to carry the filter for life. The patient's filter adheres to the intima of the blood vessel, and repeated attempts to remove it may result in damage to the intima of the blood vessel and even a risk of major bleeding. Can carry a filter for life and undergo long-term preventive antithrombotic treatment (medication regimen: aspirin once a day, clopidogrel once a day, or rivaroxaban once a day, 10mg once a day, if there is oral and nasal bleeding, excessive gum bleeding, hematemesis, and black stool during medication, the medication should be adjusted at the vascular surgery clinic). After filter implantation surgery, it is not recommended to undergo a magnetic resonance examination of 2.0t or higher, and ordinary magnetic resonance examination can be accepted. Due to technological limitations, carrying a filter for life poses unpredictable risks such as filter blockage, filter rupture, bleeding caused by filter puncture into blood vessels, and filter displacement. 2. If the patient is unwilling to bear the risks associated with carrying the filter and still wishes to remove the inferior vena cava filter, the filter recovery window is 3 months and is still within the recovery time window. It is recommended to seek medical attention from a higher-level hospital. Notify supplier gongxi (shanghai) medical technology co., ltd. On september 11, 2023.